Event description:
Pump declared alarm 20, impacting load process, but there was no adverse impact to customer¿s blood glucose level. Customer waited for prompt to remove used cartridge and, with assistance from technical support, successfully loaded a new cartridge and resumed insulin therapy. Original cartridge lot number was unavailable.